Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a laser lithotripsy procedure in the kidney performed on an unknown date. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient and was not retrieved. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4) for the reported event of fiber tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.